Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing observed on a current atrial tachycardia/atrial fibrillation (at/af) episode. This occurred during an electrocautery procedure. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.